Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet: once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a 6.5 mm central screw fractured intra-operatively during insertion. During insertion, the screw was first advanced under power and then turned manually, at which point the screw began to exhibit breakage. The portion attached to the screw head was subsequently removed but a portion was retained by the patient. Attempts have been made and no further information has been provided.